Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a monopolar curved scissors instrument was not recognized by robots. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument was successfully checked for recognition on an in-house is3000 system. The pogo pins did not stick and were not contaminated. Failure analysis was unable to replicate recognition issue. Instrument was driven and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Electrical continuity testing was performed and passed. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .09 - .145 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.